Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(4) 2015, the distributor contacted animas, alleging that the pump powered up to a blank display screen with auditory feature. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/26/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 09/22/2015 with the following findings. On investigation, the alleged blank display issue was not duplicated. The pump powered up to a clear and legible display with auditory and vibratory features.